Event description:
I purchased a pride mobility victory model 9 scooter for my sister in law, (B)(6), who had polio as a child and is now wheelchair bound. She can not take even 1 step without a walker, etc. The scooter is battery powered and was purchased in (B)(6) 2018 and 3 weeks later it started to stall unexpectedly. The scooter would start and run but sometimes suddenly it would just stop and all power was off. (B)(6) scooter quit on her several times and required someone to push the scooter onto the lift on the back of her car. If someone is crossing the street on one of these scooters and it stops, they risk being hit by a vehicle. This can be a life threatening situation. When I investigated why the scooter was stopping at random, I found a plug leading from the batteries had come loose. When I pushed the plug back on, it slid on easily and slid off easily. There was no locking position for the plug connection. So riding along and hitting a bump or threshold, the plug would disconnect and the scooter would stall. This type of plug should be a locking plug to keep it connected at all times. I can not believe this critical plug is a sloppy connection and not locking. The handicapped need very dependable transportation. This is a poor design. Date manufactured: 04/02/2018. Retailer: (B)(4). Retailer state: (B)(4). Purchase date: (B)(6) 2018. The product was damaged before the incident: yes. The damage was repaired prior to the incident: no. The product was modified before the incident: no. Loose plug design was standard for this unit. I contacted the manufacturer but don't know if they will correct the design.